Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 4 had a sensor issue and repeatedly failed. The field service engineer replaced the sensor and checked all connections, wires, and voltage, confirming they were in good condition. All indicator lights on the board were functioning properly after the repair. The customer tested the drawer, and the service was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had a sensor issue and constantly failed on its own. When recovering the drawer, the user could press the drawer inward to activate the sensor and indicate that it was closed. As long as forward pressure was applied, the drawer did not fail; however, once the pressure was released, the sensor registered it as failed again. For the time being, the drawer¿s medications could be accessed using this method. However, there were no delays or adverse events or injuries reported based on this event.